Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer stated that they're getting error code 200.5080 and wanted to know how to clear it. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that the pump module software version is not compatible. I also let the customer know that if the software is the same then you may need to replace the logic board. However I let the customer know that she could try and re flash the unit to see if it clears the error code. I also let the customer know that if it doesn't then yes you have to replace the logic board. The customer said ok and ended the call.